Event description:
The customer reported via phone call that she was hospitalized from (B)(6) 2015 due to a diabetic ketoacidosis. Her blood glucose level was over 500 mg/dl. The customer was vomiting, nauseas, had abdominal pain, and could not eat or drink for four days. She had a low blood glucose level and turned the insulin pump off. Hoping her blood glucose would go up, she fell asleep and forgot to put her insulin pump back on. She was administered IV drip and nausea medication. She went into a diabetic ketoacidosis two more times while in the hospital. Customer was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.